Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no alarms or errors noted related to the reported complaint in the black box or pump alarm history. The rewind, prime, fill cannula and load steps were successfully performed on the pump. The pump history revealed that the pump accurately recorded the fill cannula. The force sensor was found to be within calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The reported complaint was unable to duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.